Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon was inserted in the pt. While inside the cavity, the balloon came off. The entire balloon was removed laparoscopically from the pt's cavity. The procedure was then converted to an open case. It could not be reported if the case was delayed more than 30 minutes. It could not be reported if blood loss occurred or if tissue damage occurred.

Manufacturer narrative:
(B)(4).